Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ ni, device code - ni, device info - ni, date implanted - ni, initial reporter - name ni, PMA/510(k) number ¿ ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00298 / 00299). Product location unknown.

Event description:
Patient was revised due to recurrent dislocation. The acetabular liner was removed and replaced.